Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's mother also reported that they received a motor error alarm and a no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they tried treated the high blood glucose by delivering bolus. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.